Manufacturer narrative:
Hamilton medical ag ref is: (B)(4).

Event description:
The following was reported to hamilton medical ag: while using this c1 on a patient, the message "ventilation canceled" was displayed, and the alarm continued to sound. Subsequently, the screen went completely dark, prompting hospital staff to replace it with another c1." There was no harm or consequences to the patient.

Manufacturer narrative:
Investigation outcome: it was reported that during ventilation, the c1 displayed ¿ventilation cancelled¿ and the alarm continued to sound. The screen then went completely dark, so the hospital staff had to replace it with another c1. No health consequences or impact. Hamilton medical ag received the log files for the device in question. In the error log it is visible that, the system had problems to reset the rtc (real time clock) (located on the esm board). The esm board was replaced and the device functioned again as intended. This case is considered as closed.